Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device jv586; ppbczjr0 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: what is the current condition of the patient? What is the event day and procedure date? Please confirm how many devices were involved in this single procedure? Device return follow up. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a dog underwent ovariectomy procedure in (B)(6) 2020 and suture was used for the ligature of the ovarian pedicle, for the thread of the abdominal wall and subcutaneous tissue and for skin. On (B)(6) 2020, 2 days after the surgery, the muscle wall dehisced with eventration and the suture broke on the length of the suture, the nodes of the abdominal wall suture was intact. It was reported there was pressure on the subcutaneous and cutaneous suture but no rupture.